Manufacturer narrative:
Corrected evaluation information provided in h.7 and h.10. The root cause of the gas leak could not be determined; it was not due to the output coupler o-ring as originally reported. The returned chassis was missing two parts, the thyratron and the bulkhead union. During testing of the returned chassis, a thyratron and bulkhead union were installed, but they could detect no cause of a possible gas leak. This report mailed in to FDA on: 11/23/2005 the manufacturer internal reference number is: rs050604

Event description:
During a service call, the field service engineer (fse) identified a slow gas leak. There was no pt or user impact/injury associated with this event.